Event description:
It was reported that patient underwent knee arthroplasty utilizing signature guides on (B) (6) 2010. During the procedure, the tibial guide was placed onto the patient¿s tibia securely and the resection was made. The surgeon performed an intra-operative radiograph and determined that the tibial resection was in varus. There was an additional forty minutes added to the surgery time because the surgeon had to correct the cuts without the use of guides.

Manufacturer narrative:
(B) (4) - evaluation results forwarded by the supplier were inconclusive.

Event description:
It was reported that patient underwent knee arthroplasty utilizing signature guides on (B) (6) 2010. During the procedure, the tibial guide was placed onto the patient¿s tibia securely and the resection was made. The surgeon performed an intra-operative radiograph and determined that the tibial resection was in varus. There was an additional forty minutes added to the surgery time because the surgeon had to correct the cuts without the use of guides.

Manufacturer narrative:
Product and complaint has been forwarded to contract/manufacturer supplier. Upon completion of evaluation, a follow up report will be sent to the FDA.